Event description:
During a pfa procedure, after inserting the volt catheter into the sheath and aspirating first with a 20cc syringe then with a 50cc syringe, only air was aspirated. The sheath was replaced which resolved the issue. The procedure was completed with no adverse patient consequences.